Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the emergency room after receiving inappropriate shocks due to lead noise, fractured lead, and upper out of range pacing lead impedance. The rv lead was explanted and replaced. No further information is available.